Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported unspecified failure mode was confirmed based on the partially retracted foot noted. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported unspecified failure mode could not be determined. The subsequent treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in a common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6fr. Reportedly, an unspecified device failure occurred. The sutures of two proglide devices were successfully placed using the preclose technique. The sheath was upsized to 16f. The evar procedure was completed and the two successfully placed sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.